Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Instructed the customer to call back when a tubing clamp is available to continue testing. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.